Manufacturer narrative:
From the examination of the returned devices and clinical information provided, the exact cause of the stent graft migration, leading to the proximal type I endoleak and aneurysm rupture, could not be determined. However, it appears likely that the reported disease progression with proximal neck dilatation led to these events. The bifurcate was returned transected just below the flow divider, and two single stent length sections from an unknown talent limb were also returned. The majority of the ipsilateral limb, contra limb, and limb extensions were not returned. Two fractured support springs segments were observed on the bifurcate proximal margin. The cause could not be determined (one fracture may have occurred during cleaning) and it is unlikely that these fractures contributed to the migration. Two abrasion related tears were seen near the distal end of covered spring #1; however, these tears appeared covered by tissue in the ¿as received¿ condition. A large (12 mm length) excision cut was seen just distal to the spring #1 tears, and two crease fatigue and/or abrasion related tears (0.6 mm and 1.3 mm in length) were also seen near the connecting bar at the level of the flow divider. The cause of these tears and could not be determined. Multiple 0.25 mm ID needle holes were seen on one of the returned limb segments. No other stent graft integrity issues were observed. Films were not available for review, and the stent graft in-vivo configuration could not be assessed.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. The physician elected to explant the bifurcated stent graft due to proximal neck enlargement. The stent graft has migrated distally and there was a type ia endoleak. According to the physician, the proximal infrarenal neck diameter measured 36mm. The patient's previous follow-up 1 year prior was fine and there were no issues or problems with the device at that time. The physician stated that the event was due to anatomy, disease progression with proximal neck dilatation. No additional clinical sequelae were reported and the patient is fine.